Manufacturer narrative:
The patient status has been reported as ok now.

Manufacturer narrative:
(B)(4).

Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion in the rca-pda. The lesion was moderately calcified and moderately tortuous with 70-80% stenosis. The lesion was pre-dilated to 12 atms. The device was unable to cross the lesion and during removal the stent dislodged. Attempts were made to retrieve the dislodged stent but the stent remains in the femoral artery. Patient was in intensive care post procedure. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.